Manufacturer narrative:
Although a direct cause for the swelling and repair failure could not be determined due to the lack of info from the surgeon, based on the available clinical presentation and histology review, infection could not be ruled out. A review of the device history record (DHR) indicated that the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc.

Event description:
Post rotator cuff repair with orthadapt augmentation, the pt experienced swelling and possible repair failure. The onset of the selling is unk. Approx 8 weeks post-repair, the rotator cuff was re-repaired; at that time, tissue was removed; however, the physician indicated the removed tissue did not resemble the orthadapt graft.